Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1y761); product type: 0200-lead; implant date: (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  for the past "2 weeks" the patient has had a sore lower back and a lump right by the implant site. "About a week or so ago" the patient felt an "electric current shooting down" into their groin area. The patient thought it was because they wrenched their back but now they think it may have something to do with the device. Patient said the "electric current shooting pain" went away, but their back ache is getting "worse and worse". Patient said the "little lump" is like a "cyst or something" and appeared "beside the device". Patient said they are concerned they may have an infection or a wire came loose. Patient said the implant site and their back is "really sore" and they can "barely stand up". Patient service specialist reviewed option to turn stimulation off to see if symptoms improve. Patient said they tried decreasing stimulation and then turned ins off and "maybe" noticed "a little difference". Patient said they have an appointment with their healthcare provider this afternoon. Patient directed to follow up with hcp. Patient said they will turn ins off again.